Event description:
It was reported that there was high impedance and no capture on the left ventricular lead. It was noted that there was increased tension on the lead so it may not be making good contact in the header of the device. During the revision procedure the measurements were good when the lead was reconnected, however the physician elected to explant and replace the device with an upgrade. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.